Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿d6 - implant date: unknowne1 - initial reporter phone: (416)603-2581

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to patient condition by overstressing the joint.

Event description:
It was reported that the patient underwent a comprehensive reverse total shoulder arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to the male taper fracturing off the humeral tray and getting stuck in the stem. There was a 90 minute delay in the procedure.